Manufacturer narrative:
The pcb00 unit was returned to the manufacturer for evaluation. The device was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residues were observed inside the cartridge. The plunger was observed loaded as required and engaged. The cartridge was observed in the correct position (fully engaged into lower body of the pcb00 device). No damages on the pcb00 device were observed. Also, the lens was received inside a plastic bag. The lens was inspected and no damages were observed. The reported claim was not verified. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Implant date: not applicable - the lens was not implanted. Explant date: not applicable - the lens was not implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the pcb00 was stuck in cartridge. The customer had to use another one. Reportedly, there were no patient consequences. In follow-up, the surgeon confirmed that the event happened while the device was positioned into the patient cornea wound.